Manufacturer narrative:
The biomedical engineer reported a misidentified alarm. The monitoring device experienced a 7 second ventricular stand still, but it was identified as a couplet at the central nurse's station (cns). The log files have been sent in for qa evaluation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported a misidentified alarm. The monitoring device experienced a 7 second ventricular stand still, but it was identified as a couplet at the central nurse's station (cns).

Manufacturer narrative:
Manufacturer narrative: the biomedical engineer reported a misidentified alarm. The monitoring device experienced a 7 second ventricular stand still, but it was identified as a couplet at the central nurse's station (cns). The log files have been sent in for qa evaluation. No patient harm was reported. Nkc investigation: based on the information provided, with complete atrioventricular block, the p-wave was seen as a qrs complex because of its size (~.2 mv). Specifically a "v" or ventricular premature contraction was identified. Therefore, asystole was not detected. Presumably, there were not enough "v" beats to detect v tachy, so both a "couplet" rhythm (2 consecutive vpcs) and a multiform rhythm (two different shaped vpcs occur within an interval of 3 minutes) were identified.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer biomed relayed the message from telemetry technician that patient experienced a 7-second ventricular stand, however cns identified this event as couplet. Customer provided printouts and device logs for analysis. Cns was monitoring the telemetry transmitter (zm-521pa s/n (B)(6)) that was hooked up to the patient. Org receiver model and serial number was not provided. Software version of the org receiver is not known. Service requested: investigation. Service performed: investigation by nkc. Investigation result: nkc, the manufacturer, analyzed the data provided under (B)(4). The summary is provided below. "A cross functional investigation has determined that, based on the information provided, with complete atrioventricular block, the p-wave was seen as a qrs complex because of its size (~.2 mv)- specifically a "v" or ventricular premature contraction was identified. Therefore, asystole was not detected. Presumably, there were not enough "v" beats to detect v tachy, so both a "couplet" rhythm (2 consecutive vpcs) and a multiform rhythm (two different shaped vpcs occur within an interval of 3 minutes) were identified. The algorithm uses qrs detection and beat classification to determine arrhythmias. Up to 8 templates are created for each analysis lead and a label of either "n"(normal), "v"(ventricular premature contraction - vpcs), "p"(paced bead) or "?"(beat during the learning phase or unclassified beat) is applied to each template.". Nkc's countermeasure recommendation: it is supposed that asystole can be detected if the software of the org-9100a is upgraded to ver.04-01 onward (arrhythmia analysis algorithm ver.5 onward). The asystole detection performance has been improved on arrhythmia analysis algorithm ver.5. [Explanation of arrhythmia analysis algorithm ver.5] the artifact, such as the p-wave and the baseline wander, is the cause to disturb the aystole detection. In this time, the asystole detection performance has been improved for the artifact interference in case that the height of the qrs wave is 0.5mv or more. Also, the message of "small qrs" is displayed in case that the height of the qrs wave is less than 0.5mv. C4c data was pulled for approximately two rolling years, between jan 1st 2018 and jan 7th 2020. Keyword search for "asystole" yielded no previous reports of device not alarming asystole. Keyword search for "org update", "org upgrade", "org software" yielded the following tickets: (B)(6)- not related to the current incident. No issues were reported. (B)(6)- not related to the current incident. No issues were reported. (B)(6)- not related to the current incident. No issues were reported. (B)(6)- not related to the current incident. Error encountered during software upgrade. (B)(6)- not related to the current incident. No issues were reported. (B)(6)- not related to the current incident. No issues were reported. (B)(6)- not related to the current incident. No issues were reported. (B)(6)- not related to the current incident. No issues were reported. (B)(4)- not related to the current incident. No issues were reported. (B)(6)- not related to the current incident. No issues were reported. (B)(6)- not related to the current incident. No issues were reported. (B)(6)- not related to the current incident. No issues were reported. (B)(6)- not related to the current incident. No issues were reported. The above data shows there has not been a precedent of the reported issue. Investigation conclusion. It is supposed that asystole can be detected if the software of the org-9100a is upgraded to ver.04-01 onward (arrhythmia analysis algorithm ver.5 onward). The asystole detection performance has been improved on arrhythmia analysis algorithm ver.5. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type? ; additional information; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Event description:
The biomedical engineer reported a misidentified alarm. The monitoring device experienced a 7 second ventricular stand still, but it was identified as a couplet at the central nurse's station (cns).